Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not able to move their left leg. As a result, the patient was admitted for further testing to address the issue. It is unknow which lead caused the issue.